Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). One (1) unused sample was returned for evaluation. The sample was visually evaluated, and no defects were observed. Luer taper test was performed on the sample and one failure at the arterial line and no failure at the venous line. The sample also was subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated failure at the blue patient connector. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [FDA res # (B)(4)]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
According to the complainant, microbubbles were visible at the blue venous line connector of the streamline bloodline set during operation. No patient complications were reported as a result of this event.